Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: broken shell, missing, underweight, crease fold, wear abrasion, dark ring, stress marks. A microscopic analysis was performed which identified crease sharp on posterior side. Based on the device analysis the final assessment is: a crease sharp on posterior side due to fold flaw opening. A piece of the shell is missing the assessment is inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. Device has been explanted.